Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that when the pulsavac was set down on the table due to overheating. It was popped open and battery acid started to spew all over. There has been no report of harm or any delay. Due diligence is in process. No additional information is available at this time. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified on the battery pack was returned for evaluation. The power cord was cut, the interior of the pack had evidence of a battery leak, and the batteries were removed. No additional damages were found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that after surgery when the pulsavac was set down on the table due to overheating, it popped open and battery acid started to spew all over. There was report of individual being burned but it is unknown whether treatment was required for it. Due diligence is complete. No additional information is available. No additional consequences have been reported as a result of this malfunction.